Event description:
Patient has a history of heart failure and received the heartware left ventricular assist device (lvad) implant 6 years prior. She presented to our hospital for at least a 1-month history of incessant low flow alarms concerning for device malfunction. She has had some issues 4 years ago with a driveline infection and implantable cardioverter-defibrillator (ICD)-related endocarditis requiring device removal of the automatic ICD (aicd) and antibiotic therapy for driveline infection, remained on chronic doxycycline suppression for staphylococcus epidermidis. Historically, she has not been deemed a transplant candidate due to adherence, depression, social support concerns. Interrogation of the device demonstrated numerous restart failures as well as numerous low flow alarms and were concerning for possible thrombus. Most of her electrical issues seemed to resolve with new batteries, but she continued to have low flow alarms. Transthoracic echocardiogram and a computed tomography angiography (cta) of the chest did not demonstrate any obvious reason for her device malfunction. Her driveline underwent repair by a medtronic tech, but this was simply a sheath detachment at the connection port and did not cause any alarms. Hemolysis labs were also unremarkable. The patient was quite pulsatile and seemed to tolerate 2 l per minute of support. Turndown studies were performed, but she became dyspneic and tachycardic with ambulation, and mixed venous saturation decreased to (B)(4), suggesting device dependence. Patient underwent replacement of the heartware lvad (under recall) with heartmate 3 lvad, requiring sternotomy approach.